Event description:
It was reported that during a ptca procedure, a balloon rupture occurred. The physician was predilating the lesion in a very resistant vessel when the maverick2 monorail balloon ruptured. The number or inflations and to what pressures is unk. The procedure was completed with a different device. There were no reported pt complications. Pt status listed as ok.

Manufacturer narrative:
The product was disposed of at the user facility, therefore a returned product analysis could not be conducted. The root cause of the event could not be determined.